Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 243mg/dl. Customer stated that she has been off the insulin since (B)(6) and has been treating with manual injections. It was found in the alarm history the insulin pump alarmed no delivery. Customer she has no supplies. Customer mentioned that the insulin pump hummed then alarmed no delivery after it past the metal detector. Advised the customer loaner insulin pump and emergency supplies will be sent. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.